Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced. One lead was confirmed to be fractured during the procedure.